Event description:
The complaint is reported as: during insertion, the doctor felt resistance between the ars syringe and the spring wire guide. It was reported the doctor "can't insert the swg into the patient smoothly". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly, ars with introducer needle attached, catheter, dilator, and catheter over needle for evaluation. Signs of use in the form of biological material were present on the introducer needle. Visual inspection revealed two bends in the guide wire body just proximal to the j-bend. The proximal weld had separated from the core wire and the swg was unraveled. Both welds were still attached to the coil wire. No defects or anomalies were observed on the ars. The bends in the guide wire measured 522 mm and 575 mm from the proximal tip. The overall length of the core wire measured 600 mm which is within specification of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured 0.804 mm which is within specification of 0.788-0.826 mm per product drawing. The returned guide wire was passed through the returned ars, catheter, and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal weld of the guide wire was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: during insertion, the doctor felt resistance between the ars syringe and the spring wire guide. It was reported the doctor "can't insert the swg into the patient smoothly". No patient harm was reported. The patient's condition is reported as fine.